Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy the first clip was successfully used to ligate cystic duct. When a user attempted the second ligation, the second clip failed to ligate and got loose. Then the user took the second clip out and tried to ligate with the third clip. However, the same situation as the second one occurred with the third clip. In a ligating attempt with the forth clip, he/she felt something abnormal with the applier. Then, he/she pulled the applier out the patient to find the pin that holds jaws got loose and the jaws deformed. No clips remained in patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was produced at the (B)(4) as part of a 50pc. Lot in june of 2017. The returned instrument was evaluated and found that the tube assembly is damaged at the jaw end and the jaws are loose and misaligned to each other and the jaw pivot pin is slightly sticking out on one side. Further evaluation shows that the drive rod is also bent at jaw end thus we are able to validate this complaint. Parts were 100% visually inspected and tested at the (B)(4) before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized proc manufactured at this facility. At this time it is un-determined what caused the tube assembly where the jaws are attached to be bent/damaged and the jaws to be loose and misaligned and the jaw pivot pin to be slightly popped and sticking out on one side of the tube assembly but mishandling at the customers facility is suspected. (B)(4).

Event description:
It was reported that during laparoscopic cholecystectomy the first clip was successfully used to ligate cystic duct. When a user attempted the second ligation, the second clip failed to ligate and got loose. Then the user took the second clip out and tried to ligate with the third clip. However, the same situation as the second one occurred with the third clip. In a ligating attempt with the forth clip, he/she felt something abnormal with the applier. Then, he/she pulled the applier out the patient to find the pin that holds jaws got loose and the jaws deformed. No clips remained in patient. The patient's condition was reported as fine.